Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, the patient received several inappropriate shocks due to the right ventricular defibrillation lead oversensing noise. The patient had a lead revision and repositioning (B)(6) 2019 with normal lead parameters and was admitted overnight. A follow up interrogation revealed noise was still present with no inappropriate shocks. On (B)(6) 2019 the right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. No noise was observed with the new devices. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.